Manufacturer narrative:
Additional information was requested from the reporter. No additional information was provided. The device was returned to olympus for evaluation. A visual inspection was performed on the received condition. The complained device was inspected using both an olympus borescope and fiberscope to verify the condition of the biopsy, suction, and air/water channels. The borescope was first inserted into the biopsy channel, starting from the distal end side. Once inserted, scrape marks were found on the biopsy channel at approximately ten (10) millimeters (mm) from the distal end opening. The borescope was inserted further in, and scrape marks and kinks twenty-five (25) mm were found from the distal end opening. The borescope was removed from the biopsy channel and re-inserted in through the suction cylinder. Upon entry, no abnormalities were found in the suction channel. The air/water channel was inspected with the olympus fiberscope. The opening of the air/water channel at the distal end side had debris. In addition, the nozzle was removed from the device and inspected under a microscope. The nozzle was free of debris and foreign material. A physical inspection was performed on the scope. The plastic distal end insulation failed due to the removal of the nozzle pin. The angulation in the down position was low. The plastic distal end had minor scratches and a dent. The bending section cover glue had a crack. The insertion tube and light guide tube had minor surface scratches. The scope connector had minor scratches and a dent on the plug unit gold pin. The channel had scrape marks. An additional reportable malfunction was identified. The opening of the air/water channel at the distal end side had debris. The nozzle was clogged. There was debris inside the nozzle due to insufficient to incorrect reprocessing. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the facility requested the evis exera iii colonovideoscope be inspected for a possible parasitic worm. The scope was cleaned at reprocessing. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material and no additional event information was reported or available. The event can be detected/prevented by following the instructions for use sections below: ¿instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿. ¿instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.